Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A4) unknown as information was not provided. D4) lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. D6) unknown as information was not provided. F9) unknown as lot# is unknown. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown the 510(k) could be either k061815 or k073374. H4) unknown as lot# is unknown. (B)(4). Summary of investigational findings: it is reported that 3 legs had fractured and image review confirmed the presence of at least 2 fractures, both involving primary legs and the distal fracture fragments are embedded in the l3 vertebral body as well as the lower pole of the right kidney. However, only 7 secondary legs are visualized, so the eighth secondary leg may have fractured, just not well perceived due to the low resolution of the images provided. The exact reason for the filter fractures cannot be determined, but they may be directly related to the multiple pregnancies since filter placement and may have been avoided with a suprarenal filter placement or a timely removal of the filter. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute.

Event description:
Description of event according to initial reporter: three legs of the filter were noted to be fractured and the filter and all fractured legs need to be removed. The filter is scheduled for retrieval on (B)(6) 2017. Additional information received (B)(6) 2017: "the ivc filter was retrieved on thursday, (B)(6) 2017, minus two legs." Additional information received 07feb2017: the two legs did remain inside the patient, post filter retrieval patient outcome: the patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
(B)(4). Catalog number: unknown but referred to as a cook celect filter. Since catalog number is unknown the 510(k) could be either k061815 or k073374. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: a (B)(6) female had viewed the commercial for the ivc filters law suits and decided to have a CT scan done regarding a cook celect filter placed in 2008 at another facility. The radiologist viewed the film and three legs of the filter were noted to be fractured. The radiologist, attorney and (B)(6) legal decided the filter and all fractured legs need to be removed. The filter is scheduled for retrieval on (B)(6) 2017. Additional information received 03feb2017: "the ivc filter was retrieved on thursday, 02feb, minus two legs." Additional information received 07feb2017: the two legs did remain inside the patient, post filter retrieval patient outcome: the patient did not require any additional procedures due to this occurrence.